Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged that he wakes with a running nose after using device. There was no report of patient harm or injury. The device was evaluated, and evaluation result stated that the complaint was not confirmed and there have no secondary findings available, and device not needed for internal stock. The device passed the evaluation but was scrapped due to quality and based on customer request. Manufacturer did not confirm any foam particles. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.